Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported positioning failure of inability to capture the leaflets. The tissue injury appears to be due to multiple grasping and capturing attempts and the unchanged mr appears to be a cascading effect of the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention was performed for the patient effects. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leaflet damage and recurrent mitral regurgitation. It was reported a mtiraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A ntw mitraclip (lot: 30313a1061) was implanted successfully. Residual mr remained, so a second clip (lot: 21207r1099) was attempted to be implanted. After grasping and lowering the grippers, both leaflets came out of the clip. A second attempt was tried but the same issue occurred. At this point, mr was noted to have worsened back to grade 4. It was thought the nt clip had torn the leaflet. The nt clip was removed from the patient and the procedure was completed with unchanged mr grade 4. No additional information was provided.